Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including shock testing, resistance testing, impedance testing, off current testing, and hla testing using test accessories without duplicating the report. An internal inspection of the device found no discrepancies. The errors were cleared. The device was recertified and returned to the customer. The pads/accessories used at the time of the report were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.